Manufacturer narrative:
The ventilator control board was replaced to fix the reported issue. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, the unit switched off after ten minutes ventilation and there was a beeper sound. There was no reported patient involvement.